Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2018 from a healthcare professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after unknown latency the patient received synvisc one injection in right hip (off label use) and had swelling in hip; also, device malfunction was identified for the reported lot number. Medical history included oa in both knees and hip, diabetes mellitus (dm), high blood pressure, coronary artery disease, stents in cardiac vessels and metal in both wrists related to old injury. Patient was disabled due to a work injury 18 years ago and was taking morphine for 18 years on a regular basis for pain. Patient was not weight bearing prior to knee injection because he had fallen and the right knee was big and puffy so the patient was given synvisc one injection in the knee. Patient was not weight bearing prior to knee injection because he had fallen and the right knee was big and puffy so the patient was given synvisc one injection in the knee. Later, patient received synvisc one (in 2017) and knee was hard to bend, knee felt tight and might have drawn fluid from the knee. Patient denied prosthetics and pacemaker. Patient denied taking immunosuppressants or being immunocompromised. Patient did not had allergies to eggs, feathers, avian products. On an unknown date (1.5 weeks ago), the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml once (batch/lot number: 7rsl021; expiry date: not reported) in the right hip. (Off label use) for osteoarthritis (oa). On an unknown date, (unknown latency after starting treatment), the patient experienced swelling in the hips. Corrective treatment: not reported for swelling in hip. Outcome: unknown for swelling in hip. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a patient who received treatment with synvisc one in right hip from recalled lot and after experienced hip swelling. Although, exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. Furthermore, the concerned lot has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the product cannot be excluded.